Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2012, subsequently, the patient underwent a revision procedure on (B)(6) 2014, to increase neck length due to instability. The ceramic head and taper sleeve were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."